Event description:
Female pt with history of a long qt interval on the EKG waveform and single chamber ICD; presented with inappropriate shocks secondary to lead fracture. Lead was positioned rv/rvc. Pt required lead extraction and replacement. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).